Manufacturer narrative:
Submit date: 06/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/18/2016 that a customer had an issue with a palindrome dialysis catheter. The customer states that the catheter was inserted on (B)(6) 2016. The staff had noticed small rough, bubbles on the rubbery part near the stoma as well on the rubbery part near transition to the y-piece. The catheter is still in the patient. There was no leaking or cracks found. Preventative antibiotics treatment were provided. These were not prescribed because of any signs or symptoms, only because the previous infection from another catheter.

Manufacturer narrative:
Submit date: 06/13/2016. Updated from "the customer states that the catheter inserted (B)(6) 2016. The staff have noticed small rough, bubbles on the rubbery part near the stoma as well on the rubbery part near transition to the y-piece. The catheter is still in the patient. There was no leaking or cracks found. Preventative antibiotics treatment were provided. These were not prescribed because of any signs or symptoms, only because the previous infection from another catheter" to "the customer states that the catheter inserted (B)(6) 2016. The staff have noticed small rough, bubbles on the rubbery part near the stoma as well on the rubbery part near transition to the y-piece. The catheter is still in the patient. There was no leaking or cracks found. Alcohol was used to clean the catheter. An infection was found at the exit site on (B)(6) 2016 and at the same time the bubbling was observed on the catheter. There is still debris/puss found at the exit site. The patient was treated with vancomycin on (B)(6) 2016."

Event description:
The customer states that the catheter inserted (B)(6) 2016. The staff have noticed small rough, bubbles on the rubbery part near the stoma as well on the rubbery part near transition to the y-piece. The catheter is still in the patient. There was no leaking or cracks found. Alcohol was used to clean the catheter. An infection was found at the exit site on (B)(6) 2016 and at the same time the bubbling was observed on the catheter. There is still debris/puss found at the exit site. The patient was treated with vancomycin on (B)(6) 2016.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The physical sample involved in the reported incident was returned for analysis and investigation; it consisted of one palindrome his catheter that came inside a generic plastic bag and showed signs of use (remains of blood and tissue). Visual inspection was performed; it was observed that the catheter was cut in two parts and it was observed that a section of the am sleeve had a rough texture, it looked like bubbles. Maximized photos were taken to capture the issue. The bubbles were cut to look inside of them and no defective conditions or abnormalities were observed. Additionally, one photo was provided by the customer. Visual evaluation of this photo was performed; the picture shows a palindrome hsi catheter inside the patient body, in this photo it was observed that a section of the am sleeve with bubbles on it. The catheter did not present any problem during the period of 4 months approximately, which implies that it was in good condition during this time. According to the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Potential complications include: subcutaneous tunnel infection, hypersensitivity reactions; local irritation; skin necrosis. Heparin coated catheters should not be used in individuals with documented hypersensitivity to heparin or porcine based products. Heparin coated catheters should not be used in patients with severe thrombocytopenia, uncontrollable active bleeding disorders, or with skin necrosis from previous heparin use. Catheters containing silver should not be used in patients with known hypersensitivity to silver. Based on the report, the patient experienced a previous infection during the use of another catheter; that could have contributed to the reported condition. It is unknown if there was use of another agent additionally to the alcohol to clean the catheter and which percent of alcohol was used. For these reasons the most potential cause for this issue is the use of an improper cleaning agent or a patient condition. No complaint triggers or trends were identified, therefore further corrective or preventive actions were not required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.